Event description:
Pre-mature infant born (B)(6), was the twin of a fetal demise (B)(6). The infant's admission exam was normal for a preterm male infant and his condition was stable. He was having some apnea so he was started on caffeine citrate. He was also started on ampicillin and gentamycin for suspected sepsis. He was on CPAP. The care plan was to provide IV fluids, per uvc, antibiotics for 48 hours and review standard labs. A head ultrasound was ordered due to prematurity and history of twin loss. He was started on tpn at 80ml/kg/d. (B)(6). Infant had umbilical line for tpn feedings. Was being supplemented with breast milk ng tube. At 13:16 the alaris tpn feeding pump was turned off in anticipation that the umbilical line was going to be pulled as the infant was progressing well. At 13:40 infant was found to be in cardiorespiratory arrest. Infant intubated, but milk coming up tube. Suctioned large amounts of milk from nose/mouth airway. Continued resuscitation until 14:20 when stabilized. At 14:30 tremors noted and phenobarbital administered. Infant transferred to (B)(6) for follow up care. Subsequent investigation determined that when the pump was turned off, it began free flowing and remaining tpn was infused into infant causing decreased sodium levels resulting from water intoxication and extreme blood sugar of over 1500. Nurse did not turn on roller clamp after turning pump off.